Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets fell off during use 1 event on (B)(6) 2024. Infusion set was in use for 12 hours on (B)(6) 2024 and for 1 hour on for 2 events on (B)(6) 2024. The patient replaced the infusion set and insulin was resumed successfully. No further information available.